Event description:
The novasure device was inserted in the uterine cavity and the fan was deployed. Per the surgeon, it felt as if there was extra space around the fan. It was seated at the fundus. The acorn was secured to the cervix and cavity integrity was checked. It took an overly long time and cavity integrity did not pass. The fan was withdrawn from the uterine cavity and theprocedure was started all over again. Hysteroscopy was performed revealing an intact uterine cavity with good insufflation. The hysteroscope was withdrawn and the fan was then redeployed into the uterine cavity. Cavity integrity was again checked and did not pass. Of note, that the cervix was rather patulous, but the acorn was held well against the exocervix. Hysteroscopy was repeated again with no evidence of perforation of the uterine cavity and there was good insufflation. A different brand device was used without incident and the procedure was completed.what was the original intended procedure?novasure endometrial ablation - menorrhagia.device #1is this a laboratory device or laboratory test?no.